Event description:
It was reported that post paced t wave oversensing was observed during the review of merlin transmissions. The patient was reported to be asymptomatic. The device was reprogrammed at the time the patient was admitted to the hospital for reasons unrelated to the device.